Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Knot pull tensile strength results before releasing the product were 3.51 kgf in average and 3.40 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. H3 other text : device not returned.

Event description:
Country of complaint: mexico. It was reported the during a total hip arthroscopy surgery the thread was broken in the middle when tightening after the first stitch.